Manufacturer narrative:
The subject device was returned to omsc for evaluation. There was no abnormality found in the subject device possibly contributing to the perforation as follows. Any abnormality was not found in the outer appearance such as crack, chipping, and protrusion of a component. No abnormal endoscopic image was found. No abnormality in the angulation mechanism was found. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a perforation occurred during a colorectal procedure. The facility confirmed not only bleeding but also presence of mesentery-like object in the endoscopic image. The perforation occurred near the sigmoid colon upon the withdrawal movement of the endoscope after the endoscope reached at the ileocecal junction during the examination. The procedure was aborted because of the perforation occurrence near the sigmoid colon. A surgical procedure is planning to be performed for secure closing of the perforation because a conservative treatment was considered to be inadequate.